Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was due to air being sucked into the disposable after the supply bag fell and disconnected. The home patient stated a supply bag fell off the table and disconnected. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted global technical services (gts) regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during dwell 2 of 5. Gts assisted the home patient (hp) to close all clamps and transfer set. Gts had the hp cycled power off and on and received system error 2367. Gts had the hp cycled power off and on to press go to start the prompt. Gts explained the alarms and the hp stated a supply bag fell off the table and disconnected. Gts explained to the hp to discard all supplies and to report the alarms to the peritoneal dialysis (pd) nurse the next morning. The hp will finish tonight's therapy manually. The hc unit was operational. There was patient involvement but no injury or medical intervention was reported. The writer contacted the hp on (B)(6) 2011 regarding the reported problem and she stated that she did not know what happened; she stated that it was maybe her cat but was unsure. She stated that she usually places the extra supply bag on top of a sturdy table and may have just had it too close to the edge. She stated she normally never has any problems and she has informed her nurse. She stated the nurse gave her antibiotics as a precaution and there was no injury as a result. She stated she is doing fine and resuming with therapy as usual on the cycler.